Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. Customer reported a blood glucose (bg) level of 332 (mg/dl), and indicated that a correction bolus was administered to treat bg level. Tandem technical support instructed customer to prime the air out of the tubing.